Event description:
It was reported that the insulin pump alarmed during the prime process. The drive support cap is loose. The blood glucose reading is 129 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loosed drive support disk. No a33 alarm noted. Minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, broken pump belt clip slot and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.